Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in the anti-a microtube (forward portion) of the mts abd/rev grouping gel card lot # 100815037-09 exp 8/30/16 for one patient. Patient had previous history of group ab, rh positive. According to customer, patient was initially tested at facility in 2012 using tube method and typed as group ab, rh positive (source and lot # of reagents used not provided). Sample was collected and tested on provue on 2/8/16. Results from provue indicated type was group b, rh positive, with 1+ reaction with a1-cell. Because of history,and discrepancy in blood type, testing was repeated using both tube and manual method. Customer reporting 2+ reaction at is spin with anti-a reagent tube method. Manual gel testing showed negative with anti-a microwell (forward) and even with increase incubation at room temp. Additional testing with anti-a1-lectin was negative. Customer determined patient blood type= subgroup a2b with anti-a1. Patient is (B)(6) female.(diagnosis not provided). No reported concern with qc or any other patient tested in the listed lot# of gel cards. Ocd discuss IFU with customer and limitations, step #8. Some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts anti-a,b (murine monoclonal blend) card may better detect these weak antigens. Copy of IFU sent to site. Customer satisfied with discussion.